Manufacturer narrative:
B2 and b3 date of death and date of event was unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that there could have been an issue with this item as the patient¿s condition got worse and then passed away. There was patient involvement and the patient died. Clinical evaluation was done. The complaint could not be confirmed because the device was not returned, and there was insufficient objective information (photos/logs/history) to determine probable cause or failure mode. Medical causality / relatedness assessment patient outcome severity: death. Causal relationship to device performance: indeterminate based on currently available information.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.